Manufacturer narrative:
Tested in-house donor samples of various rh phenotypes, and the customer's sample with returned and retention anti-d, lots 504670 and 505540, on an in-house abs2000. In-house donor samples typed as expected. Returned and retention products performed as expected. Customer's sample gave well failures due to marked hemolysis of the sample. Manual tube testing was performed with the customer's sample with various manufacturer's anti-d. Weak reactivity was observed at immediate spin, with optimal reactivity at iat with all anti-d reagents tested. Customer's sample exhibits a weak d antigen. The customer's complaint appears to be related to the nature of the sample. The abs2000 operator's guide version 2.05.00b states in chapter 1 specifications, limitations section, page 1-12, that "samples reacting 1+ or less in manual tube agglutination tests may be nonreactive by the corresponding abs2000 test."

Event description:
Customer reported an rh discrepancy on the abs2000. A patient sample resulted as o negative on the abs2000, but as o positive (4+) at immediate spin (is) using manual tube testing.